Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged the day after implant. Additional information indicates that there was an intermittent capture on the rv lead at max output and dislodgement issue was verified via chest x-ray. The rv lead was repositioned, which resolved the high threshold and intermittent capture issues. No additional adverse patient effects were reported.